Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was not confirmed nor duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. A device history review was performed with no exceptions during manufacturing found.